Event description:
It was reported that noise on ventricular channel inhibited pacing. The device was explanted and replaced. No issues with new device.

Event description:
It is reported that pt was revised due to loosening.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Review of the stored egms confirmed sensing anomaly. The oversensed events caused the pacing inhibitions. Analysis found the device's functionality to test normal; however, it is believed the sensing anomaly was due to electrical magnetic interference (emi) or related to the lead-to-device connection issue.